Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the front of an ak 96 machine during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection showed that the device tubing had become dislodged from the machine bypass valve. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the dislodged tubing, which was reattached to address this issue. Should additional relevant information become available, a supplemental report will be submitted.